Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of clindamycin. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from the air filter vent on the piercing pin of the tubing set. No specific details were provided; however the customer contact thought the leak may have occurred during backpriming of the tubing set. There were no reports of any adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.